Event description:
Invalid result. Called in because he purchased 2 flowflex kits and no results displayed. No c or t line appeared on both kits. He followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kits were purchased at farmacia caridad. Picture provided.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov3090017 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3090017 met the qc criteria. All cassettes flow normally and show results within 15 to 30 minutes of reading time. Test results can be found in the attachment of investigation. After completing the testing of retention samples, the root cause of issue is undetermined. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result. Called in because he purchased 2 flowflex kits and no results displayed. No c or t line appeared on both kits. He followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kits were purchased at farmacia caridad. Picture provided.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.